Manufacturer narrative:
As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; report eight cases of breakthrough pulmonary embolism occurred among the 582 patients with clinical follow-up. No other information was provided. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The product¿s instructions for use indicates that the device should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of one event for post procedural pulmonary embolism. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are trapease filters but the catalog and lot numbers are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; report nine cases of breakthrough pulmonary embolism occurred among the 582 patients with clinical follow-up.